Event description:
During a ladg procedure, when the physician inserted the device into the trocar and tried to open the jaw, it wouldn't open. A new device was used, but the same situation happened. There was no patient consequence.